Manufacturer narrative:
(B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a xen®45 gts event in unknown eye described as 2 years post implant device migrated completely into the anterior chamber. Device was removed and a trabeculectomy was performed.